Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, on the same day of a transfemoral tavr procedure with a 20 mm sapien 3 ultra resilia valve, the patient returned to the intensive care unit and developed sick sinus syndrome (sss), requiring cardiopulmonary resuscitation (CPR). Chest compressions resulted in a deformation of the thv valve frame. On postoperative day (pod) 8, the permanent pacemaker implantation was performed for sss. Per medical opinion, it was unknown if the sss was associated with edwards device. Intracardiac echocardiography (ice) revealed mild aortic regurgitation (ar). It was unclear whether it was paravalvular leak or transvalvular aortic regurgitation. The mean pressure gradient was 8.9 mmhg. Due to concerns about subsequent structural valve degeneration, a balloon aortic valvuloplasty (bav) was performed on pod 12. After the bav, the pressure gradient resolved, and the ar reduced to trivial.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for valve damage, and unknown regurgitation were empirically confirmed based on japan tavi registry. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the valve damage and unknown regurgitation event. In this case, chest compressions were performed, and the applied force may have deformed the implanted valve, potentially contributing to the reported valve damage. As such, available information suggests that procedural factors (chest compression) may have contributed to the valve damage complaint event. Intracardiac echocardiography (ice) revealed mild aortic regurgitation (ar). It was unclear whether it was paravalvular leak or trans aortic regurgitation (ar). The mean pressure gradient was 8.9 mmhg. Due to concerns about subsequent structural valve degeneration, balloon aortic valvuloplasty (bav) was performed on pod 12. After the bav, the pressure gradient resolved, and the ar reduced to trivial. The chest compressions may have contributed to the deformation of the valve frame, potentially resulting in a non-circular shape, disruption of the annular seal, and subsequent the regurgitation reported. As such, available information suggests that procedural factors (valve damage) may have contributed to the unknown regurgitation complaint event. Per the IFU, arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava for cardiopulmonary bypass or extracorporeal membrane oxygenation. Lschemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate an electric conduction system disorder caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.